Event description:
It was reported that on (B)(6) 2006, the patient underwent: bilateral decompressive laminectomy, medial facetectomy and foraminotomy l4-5. Posterior lumbar interbody fusion l4-5, bilateral, with 1cm graft bmp hydrosorb and laminectomy bone at l4-5. Inner transverse process fusion with bmp laminectomy bony and bone graft, l4-5. Pedicle screw fixation, l4-5, 6.5x40mm screws x4, 5cm rods x2. Fat graft harvest and placement, l4-5 bilateral. Preoperative diagnosis: disc protrusion, canal stenosis and first degree listhesis l4-5, with instability. Per-op notes: ¿I countersunk the posterior interbody grafts which were filled with bmp and bone graft and laminectomy bone. Fixation was excellent. Pedicle screws were then attached to the rods, compressed slightly over the interbody grafts, and the breakoff screws engaged. The lateral and transverse process and lateral facet regions were then decorticated, and the gutters were packed with bmp, bone graft and laminectomy bone to effect the fusion.¿

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l4-5 using rhbmp-2/acs. Post-operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment. The patient never recovered from the surgery and continues to suffer from daily, disabling pain that prevents him from performing many basic activities.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.